Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the one day after valve replacement and implantable pulse generator (ipg) the patient developed cardiac arrest, general arrhythmia, ventricular tachycardia (vt), ventricular fibrillation (vf), r on t phenomenon. Rescue attempts were made but unsuccessful and the patient died. It was also reported the implantable pulse generator (ipg) exhibited undersensing, premature ventricular contractions (pvc) and potential pacing triggered r on t phenomenon.